Event description:
It was reported that during implant, the lead was moved to a second implant location and the helix would not extend. The lead was removed and it was observed that there was suspected blood or tissue blocking the helix. The lead was replaced. No patient complications have been reported as a result of this event.